Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found due to wear of angle wire, bending angle in up direction did not meet the standard value. The connecting tube had a scratch. The suction connector had a scratch. The protector of universal cord on control section side had a scratch. The protector of universal cord on suction connector side had a scratch. The universal cord had a scratch. The grip had a scratch. The scope cover had a scratch. The connecting tube had a wrinkle. The switch box had a scratch. The forceps elevator knob had a scratch. The up/down knob had a scratch and the right/left knob had a scratch. The control unit had a scratch. The control unit had discoloration. The adhesive on bending section cover had a chip. Due to wear of angle wire, the play of up/down knob was out of the standard value. The forceps elevator lever had a scratch. The plastic distal end cover had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the duodenovideoscope had forceps insertion failure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the forceps insertion failure was caused by clogging of a foreign material, leading to failure of insertion/withdrawal, or using a forceps which was not compatible with the endoscope. Olympus will continue to monitor field performance for this device.